Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had a spinal cord stimulator (scs) device that never worked for the patient¿s pain. The patient had the device explanted. The patient¿s symptoms were pain. No further complications were reported/anticipated.